Event description:
The customer observed falsely elevated sodium results which questioned by the physician from architect c16000 processing module for one patient. The results provided were: initial sodium 170 mmol/l /repeated 130 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
The customer contacted customer service and the customer service representative recommended the ict module be replaced. The module was replaced by the customer however a single definitive part could not be determined the likely cause of the discrepant results and the architect c16000, serial number (B)(6) was considered to be the likely cause. No additional discrepant result issues have been reported since the troubleshooting activity was completed. A review of the architect c16000 processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 processing module did not identify any trends associated with the complaint issue the architect system operations manual, provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(6).